Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an itchy, burning irritation under the lifevest. The patient's physician diagnosed the irritation as a fungal infection. The patient was given a prescription from her physician. The outcome of the irritation is not known.